Manufacturer narrative:
Sections d4, h4: additional information manufacturer's investigation conclusion: the report of suspected thrombus and a specific cause for the reported elevated ldh and power elevations cannot be conclusively determined. A correlation between the device and reported uti cannot be conclusively determined. Hemolysis, thrombus, and infection are listed in the IFU as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The section entitled "pump performance monitoring" outlines indications of pump thrombosis as well as how to respond to such events. Care instructions in regard to preventing infection are outlined in various sections of this document, including section 6-9 entitled "patient care and management - controlling infection." The section entitled "pump performance monitoring" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also contains a section titled "pump flow", which outlines how pump flow is estimated based on pump power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device -- 10 months, 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. The patient was admitted on (B)(6) 2019 with no changes to anticoagulation prior to admission. During admission, international normalized ratio (inr) goal was increased to 2.5 to 3.5 and the patient was placed on heparin for inr of 2.2. The patient reported having dark colored urine on (B)(6) 2019. The facility was trending for lactate dehydrogenase (ldh). The patient was instructed to come in to be admitted for ldh at 2280 at an outside lab along with dark urine. Urinalysis did not show hemolysis but did show urinary tract infection. Integrilin was started on (B)(6) 2019. The patient had increased flows and powers on (B)(6) 2019. Miv of normal saline at 100ml/hour was restarted. An echocardiogram was done and no clear thrombus was found. Labs showed troponinemia peaked at 8.19. The patient underwent a pump exchange on (B)(6) 2019 due to suspected pump thrombosis. Since pump exchange, the patient was reintubated on (B)(6) 2019 for hypoxemia with a temperature of 102 degrees fahrenheit. Vancomycin was started and a sputum culture was sent.